Event description:
Boston scientific (formerly guidant) received information indicating that this patient or a representative for the patient has retained an attorney, and recently submitted paperwork as part of the litigation process. The patient suffered kidney failure post implant of this ancure endograft system for treatment of an abdominal aortic aneurysm (aaa). To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.